Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. D4: additional device information ¿ correction. H2: additional information - correction. H4: device manufacturer date ¿ correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that sensor failure occurred. Performance data was reviewed. A sensor failure was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).